Manufacturer narrative:
Product analysis: the complaint was confirmed. The cursor hesitated to follow the stylus. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, and the stylus was calibrated. Damage was found to the programmer's housing. All found defective parts were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not functioning properly. The programmer was returned for service. There was no patient involvement.